Event description:
It was reported by the affiliate that the (1) tlc75 was used during a gastrectomy procedure. It was reported the surgeon could not fire the instrument. The case was completed with another instrument. There was no consequence to the pt.